Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified abdominal aorta. A 33/7/2/65 equalizer¿ balloon catheter was advanced to perform touch up after implanting of a non bsc stent. However, upon the second inflation, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The unit returned with its original box. The device does not have visual defects. The balloon was inflated with no problem encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified abdominal aorta. A 33/7/2/65 equalizer¿ balloon catheter was advanced to perform touch up after implanting of a non bsc stent. However, upon the second inflation, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.